Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a eva tpn bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video was provided for evaluation. Visual inspection of the video verified the reported issue. Fluid droplets appeared to form at the bag¿s edge when the bag was squeezed. The cause of the condition was not demined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.